Event description:
According to user filed medwatch report, biomed was checking the fetal ECG cable that was used on a laboring pt and noted it was not operational. Infant was reportedly born with bradycardia and anoxia and subsequently died. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.